Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional information: d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified: underweight, brown particles in the shell, broken shell, missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broke, missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed inconclusive. Missing orientation dot assessed inconclusive.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.